Event description:
During set-up for a trans-illuminated powered phlebectomy procedure, the lens popped out. Bio med staff stated that the protective lens was attached, but the clamp holding it in place was weak and the pt pushed it out of the way and right into the bulb. The pt received a minor electrical shock but no injury had occurred and pt is fine. The customer only had this one unit therefore the case was cancelled, rescheduled and completed at another unknown facility.